Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe was used to take a blood sample, and half an hour later during the examination, it was found to have clotted. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse took the arterial blood sample for the patient and sent it for examination. Half an hour later, the laboratory department called to inform him that the arterial blood sample was unqualified and there was a blood clot."